Event description:
It was reported that during device preparation prior to the procedure, the device was unable to be interrogated. The device was not used during the procedure and a replacement device was implanted. The patient was in stable condition.

Manufacturer narrative:
Reported complaint of unable to interrogate was not confirmed. As received, the device was in normal range of operation. Analysis of the device image was performed and no anomalies were noted. Electrical and functional bench testing was performed and no anomalies were noted and the device functioned as expected. Longevity assessment was performed and the device was found to have normal battery depletion based on usage.